Event description:
It was reported that event involved an l&d patient. Upon removal, tip of catheter separated & was retained in patient's back. An attempt was made to surgically remove tip; however, anesthesiologist could not retrieve retained piece. Neurosurgeon was consulted & patient was advised to have piece removed at a later date. Surgery will be performed at another facility. X-ray performed and catheter portion found between l2 & l3. No patient complications reported.